Event description:
Specimens were inadequately spun and then placed on the analyzer. Erroneous results were given to the floors on three patients and one patient was treated based on these results.the centrifuge was tagged and maintenance records are up to date. The instrument was due for its next maintenance. It failed a few days earlier than manufacturer states.